Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to elevated blood glucose levels. The blood glucose result was "more than 30.0 mmol/l". It is unknown which device this result was taken on. The type of treatment given to the patient was not provided. It is unknown how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation.